Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump could not connect to the transmitter. Blood glucose value was 54 mg/dl at the time of the incident. The customer was not hospitalized. Troubleshooting was performed. Insulin pump will not be returned for analysis.